Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR . One day post-implant, when the patient sat up, the upper small part of the biomonitor 2 became visible as a protrusion to skin level. A dislodgement of the device was diagnosed. No actions were taken. This is all of the information that was provided to us. Should additional information become available, this event will be updated.